Event description:
Pt implanted with liss plate and screw on (B)(6) 2012. Facility reported breakage of screws and plate between (B)(6) 2012 and (B)(6) 2012. X-rays show plate pulling away from bone but no breakage was noted. Pt was returned to operating room (B)(6) 2012, plate and screws were removed. Pt treated with irrigation and debridement and antibiotics for unconfirmed infection, and intramedullary nail was placed (B)(6) 2012. This is 1 of 7 reports.

Manufacturer narrative:
Device used for treatment and not diagnosis. It is the unusual biomechanical failure mode of screw pull-out in the shaft of the plate which leads to the assumption that external forces have influenced the failure mode. Additionally the plate position, the long bridging zone and the reduction may have an influence on this incident. The exact cause of this occurrence cannot be defined and based on the provided information no final conclusion is possible. On the x-rays it's visible that the surgeon has used a long bridging zone and it cannot be evaluated if the reduction has been done correctly.

Manufacturer narrative:
The mfg documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device was used for treatment. The plate was not broken as reported and is slightly bent and shows wear off, marks and dents. Three broken off screw heads are embedded in various threaded locking holes of the plate. It is not possible to check the complaint related threaded locking holes because of the broken screw heads blocking the plate holes. A functional test with a new locking screw was performed in an undamaged screw locking hole in the plate; the screw could be locked and unlocked successfully.